Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired due to atherosclerosis and hypertensive cardiovascular disease. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.